Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure that while stapling the rectum, the staples didn't fully close. Surgeon tried to make another staple line, but then the echelon blocked (seemed like the battery level got low). Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Per photographic evaluation: four pictures were provided: all the pictures shows a staple line, in which there appears to be a couple of staple legs, protruding from the tissue. Based on the photo alone the event describe is confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. The analysis found that one plee60a device was returned with no apparent damage and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.